Event description:
Pump was returned for service with a report of "damaged pole clamp". The pole clamp assembly had detached from the back of the pump. There was no report of pt injury or medical intervention. Info was not provided regarding whether or not the device was in use on a pt when the clamp detached.